Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the tip of the inserter broke off when inserting the anchor. The tip was removed from the patient via suction. The case was a posterior labral repair.